Event description:
This complaint was initially reported to intuitive surgical, inc. (Isi) for a problem associated with one of the patient side manipulators (psm) displaying error messages during start up. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument. The psm was replaced. There was no report of patient involvement or adverse outcomes.

Manufacturer narrative:
The psm was returned and evaluated. Failure analysis investigation found the psm failed the weighted brake drop test. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this psm and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the psm used during this reported event. This complaint is being reported due to the psm arm failing the weighted brake drop test during failure analysis. Although no patient involvement occurred, the event could cause or contribute to an adverse event if the malfunction were to recur.